Manufacturer narrative:
Continuation of d10: product ID {evolutfx}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) and valve were advanced through the calcified iliac artery to the abdominal aorta, it was noted that the guidewire lost positioning in the ventricle. As a result, the dcs was withdrawn from the patient to recross the aortic valve with the guidewire. Upon removal, it was noted that the exterior of the dcs capsule was damaged and not smooth. It was as if the capsule of the dcs dragged across a sharp piece of calcium that put nicks into the plastic of the capsule which protruded outward. No kinks, bends, or buckles were observed, and the valve was loaded successfully with no issues and checked under fluoroscopy. A new dcs was used resulting in a 10-minute procedural delay. No adverse patient effects were reported.